Manufacturer narrative:
(B)(4). Date of initial report: 01/26/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during lobectomy of liver procedure, the device was used and sealing was incomplete even though an end tone, indicating a completed seal cycle was heard. Blood loss of approximately 6000cc was reported and a blood transfusion was needed. Patient's condition is fine now. Device will be returned for investigation.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the bleeding came from the hepatic vein.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/28/2016. Visual inspection found eschar in the hinge of the jaws. The reported condition was not confirmed. Inspection found scratches on the surface of the seal plate as if the surgeon grasped a metal object, such as a staple. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states, do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Also, avoid grasping objects, such as staples, clips or encapsulated sutures in the jaws of the instrument. The investigation found the device to function normally and within specification.